Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: both coils embedded in uterus"), device expulsion ("migration of essure device location of device: both coils embedded in uterus"), perforation ("migration/perforation of the essure device"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, blood pressure high and liver failure. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), weight increased ("weight gain") and migraine ("migraines"). On (B)(6) 2013, 2 years 9 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adnexa uteri pain ("ovary area pain "). The patient was treated with surgery (hysterotomy), surgery (hysterotomy), surgery (hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device expulsion, perforation, menorrhagia, pelvic pain, weight increased, migraine, vaginal haemorrhage and adnexa uteri pain outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered adnexa uteri pain, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain, perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events device embedded, partial expulsion of essure , abnormal bleeding ,vaginal, menorrhagia, dysmenorrhea , ovary pain are added. Lab data updated. Concomitant condition and drug , historical drug and condition are added. Patient , product , reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), weight increased ("weight gain") and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2013, she underwent a pelvic surgery). At the time of the report, the perforation, pelvic pain, weight increased and migraine outcome was unknown. The reporter considered migraine, pelvic pain, perforation and weight increased to be related to essure. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.